Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/26/2016. The fse found a broken pinch valve pv37. He replaced pv37 and the instrument ran without any leaks. He also found disconnected drain tubing in the foam trap. He reconnected the tubing which fixed the background and latron issues. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer observed a fluid leak of 1 qt from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and background and latron errors were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.